Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 94-110mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 249mg/dl and 249mg/dl fasting. Reviewed meter memory: (B)(6). Customer started taking an antibiotic for her sinuses and noticed her glucose levels were higher. Customer started taking the antibiotic on (B)(6) 2015 until (B)(6) 2015. Customer stated prior to taking this medication her glucose levels were normal. Customer states the medication label states a side affect of the medication would interfere with blood glucose.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 94-110mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 249mg/dl and 249mg/dl fasting. Reviewed meter memory: 1:188mg/dlmg/dl (B)(6) 2015 06:00:00 am fasting: yes; 2:198mg/dl mg/dl (B)(6) 2015 05:30:00 am fasting: yes; 3:20mg/dl mg/dl (B)(6) 2015 05:25:00 am fasting: yes; 4:175mg/dl mg/dl (B)(6) 2015 05:26:00 am fasting: yes; 5:169mg/dl mg/dl (B)(6) 2015 04:27:00 am fasting: yes. Customer started taking an antibiotic for her sinuses and noticed her glucose levels were higher. Customer started taking the antibiotic on (B)(6) 2015. Customer stated prior to taking this medication her glucose levels were normal. Customer states the medication label states a side effect of the medication would interfere with blood glucose.

Manufacturer narrative:
(B)(4). Product not yet returned.